Event description:
On (B)(6) 2025, a patient underwent an angioplasty procedure using the vaccess pta balloon. During the procedure, it was reported that the balloon tip was sticking in the sheath and difficult to remove. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. D2b: (dqy; lit). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one vaccess pta catheter returned for evaluation. Upon visual inspection, upon visual inspection, it was noted the device was returned loaded within an unknown brand unknown size sheath. The distal end of the balloon was extending out of the sheath distal tip. The returned sheath was bloody, and the tubing had blood within the tubing and cock stop. During functional testing, the returned sheath was retracted proximally from the balloon and flushed. Using an in-house presto inflation device, the balloon was inflated in order to reshape the balloon, an attempt was made to remove the returned sheath but was met with high resistance once it reached the proximal end of the balloon. Also, the functional testing was performed using in-house sheath, the balloon was subjected to negative pressure and was made to insert through the sheath with slight resistance. The balloon was inflated to nominal pressure and deflated successfully. The balloon was retracted through the sheath with high resistance felt at the distal end of the balloon, upon further force it was able to be retracted. Therefore, the investigation is confirmed for the reported sheath removal difficulties as balloon was retracted through the sheath with high resistance. A definitive root cause for the reported sheath removal difficulties could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D2b: (dqy; lit), g3, h6 (method, result, conclusion) section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an angioplasty procedure using the vaccess pta balloon. During the procedure, it was reported that the balloon tip was sticking in the sheath and difficult to remove. There was no reported patient injury.